Manufacturer narrative:
Correction of the sequence of event "b5" : reportedly, the rms file related to device ulys 307du070 dated (B)(6) could not be read/open with smartview.

Event description:
Reportedly, the rms file related to device ulys 307du070 dated (B)(6) could not be read/open with smartview.

Event description:
Reportedly, the rms file related to device ulys 307du070 dated 24 august could be read/open with smartview.

Manufacturer narrative:
¿This issue is due to a new encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. The data from the .idf files are available in both report.pdf and egm.pdf files. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.¿